Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00936. It was reported the patient experienced ineffective stimulation from one of the leads. Diagnostics indicated high impedances. Surgical intervention may be pending. All of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the left t12 lead was explanted and replaced to address the issue